Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged settings issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Additionally, it was reported that the time and date on the pump was incorrect; cause wan unknown. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, customer reverted to manual injections for insulin therapy.